Event description:
Difficulties of introduction of the first filter, filter discarded, implantation of the second filter: introducted and released up to l1-l2 with a good deployment, secondary migration on the cavography control 2 minutes after deployment. The filter was retrieved by intravascular approach with an extraction kit in the operating room after the implantation.